Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple "cartridge change error" messages with multiple cartridges during the cartridge detection step of the load process. Customer had elevated blood glucose levels (250-300 mg/dl). Customer delivered a correction bolus and stated they have back up manual injections for insulin therapy.